Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified anti-inflammatory drugs (doses, frequencies, and routes not reported). At the time of this report, the peritonitis was not resolved and the patient remained hospitalized. It was not reported if dianeal therapy was ongoing. No additional information is available.